Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken atrial output connector and broken bail covers, therefore all were replaced. Analysis also found that the lower case and ring cover were broken, the battery contacts compressed, that the ring and both bails were missing and that the serial number label was damaged.

Event description:
It was reported that the external pulse generator had a broken atrial output connector and broken bail covers. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Event description:
It was reported that the external pulse generator had a broken atrial output connector and broken bail covers. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.